Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was reportedly migrating in the pocket. A boston scientific crm technical services (ts) consultant referred the patient to her physician for evaluation. Additional information was later provided that the patient stated that for four years with this device she had to hold and tape it down because it flipped over and stood on end. The patient reported having a breakdown about this and had a stroke. The patient also noted having had to go to the emergency room many times to adjust the device settings that she noted were too low for her. Finally, the patient stated that the morning after this device was implanted, she had three cardiac arrests. The device was explanted due to normal battery depletion.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.